Event description:
It was reported that the patient had inappropriate shocks due to atrial fibrillation with a rapid ventricular response. The patient was handing someone a glass of water at the time of the shocks. The sensing vector at the time of the shocks was set to the secondary vector. Technical services discussed some programming options with the caller. There were no additional adverse patient effects. The system remains implanted.